Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed ¿high pressure." Per reporter, the air detector was off, the upstream sensor was on, the pump was not used to prime the extension tubing, which was instead primed by gravity by the pharmacy, and the event occurred while in use with a patient at the patient's home. Reporter stated that the patient was admitted for chemotherapy administration, and there were no adverse events or symptoms as the result of the high-pressure alarm issue.